Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist was informed that a cardiac troponin I (ltni) precision was done on the chemwash to eliminate any contamination in the heterogeneous module (hm). The instrument has been inspected, and the following was performed: changed the probe tip (r2) and pump cassette. Siemens is investigating.

Event description:
Two discordant falsely elevated cardiac troponin I (ltni) results were obtained on two patient samples, on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The customer changed the cardiac troponin I flex reagent cartridge and performed repeat testing. The repeat results were lower, and the customer decided to send both samples to their reference laboratory. The samples were tested on a different platform, and the customer informs that results were negative. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00611 on 25-october-2018. Additional information (27-november-2018): siemens reviewed the instrument data and identified high readings that indicate an issue with dirty cuvette windows or photometer source lamp. The photometer lamp has been replaced, and the operator instructed to clean the windows. The customer has not reported any additional discrepant results since performing the maintenance. The instrument is operating within specifications, and no further evaluation of the device is required.